Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was 385 mg/dl. Customer's mother advised the insulin pump did not properly deliver insulin because of a bent cannula which caused high blood glucose levels. Customer was vomiting, knocked at their mother's door and the pump was not delivering insulin. Customer went into diabetic ketoacidosis and the acid in his blood was trying to be reduced. Customer was off the insulin pump for 30 minutes prior to their hospitalization. Customer was not receiving the correct amounts of insulin as they were supposed to receive 10 units but on the device it was set to only receive 1 unit.